Manufacturer narrative:
Hospital is not releasing.

Event description:
Allegedly, the doctor completed an arthroscopic knee procedure with no malfunction of device or injury to patient reported. The patient returned for a follow up visit on (B)(6) 2016 and reported pain and weight bearing difficulty; hospital states this was an expected outcome and no actions were taken. She returned to the ER on (B)(6) 2016 complaining of pain. An xray revealed that the tip of the instrument had come off in the patient and was retained. On (B)(6) 2016, an arthroscopy was performed to remove the piece. Hospital reported that the retained piece did not cause injury to the patient, and they state that piece was removed with no difficulties and patient condition good post-op.